Event description:
A journal article reported the results of a study that compared the visual and optical performance of multifocal intraocular lenses (iols) with the standard aspheric monofocal iols. When implanted bilaterally, the article states that the following visual disturbances were reported by patients in both groups: glare/flare, problems with night vision, halos distorted near vision, distorted far vision, blurred near vision, blurred far vision, problems with color vision, and double vision with both eyes. Additional information was requested; however, the surgeon was unable to provide further details. There are two medical device reports associated with this event. This report is for the patients in the multifocal iol group.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided to properly complete an investigation. Pengc, zhao j, ma l, qu b, sun q, zhang j. Optical performance after bilateral implantation of apodized aspheric diffractive multifocal intraocular lenses with +3.00-d addition power. Acta ophthalmologica scandinavica foundation; 2012; 90: e586-e593. (B)(4).